Event description:
It was reported that during normal testing and before use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed intermittent low vacuum error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse troubleshot unit. No faults or error codes in logs. Tested unit, no leaks found. No problems found. Completed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).